Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 41 months, due to mitral regurgitation, mitral insufficiency and dehiscence. Per the operative report, the mitral ring had dehisced from the anterior leaflet portion; however, the posterior portion was noted to be still intact.